Event description:
On 04/30/08, the pt reported, she has experienced elevated blood glucose readings of 300-400 mg/dl a few hours after meals, especially her evening meals. She stated, she thinks her insulin infusion device is not properly delivering her basal rate. She said, the issue occurs mainly late at night and close to midnight. She stated, she treated her elevated readings by bolusing insulin and changing her infusion set, but the issue continued. She stated, she switched to her backup infusion device in 2008, which appears to have resolved the issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.